Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed failed battery test after changing the battery. The customer reverted to shots as treatment. Customer's blood glucose level was 288 mg/dl. The customer cleared the alarms before removing/replacing the battery the night before. The device was not returned.